Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed off no power without a low battery warning. The customer's blood glucose was unknown. Advised customer the insulin pump must be replaced. Customer stated they want a battery cap replacement before replacing insulin pump.